Event description:
Customer initially reported that their adc device did not power on. The product was returned and investigated and burn marks were observed internal to the meter during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Meter lamb107s10238 has been returned and investigated. Visual inspection was performed on the returned meter and no issues were observed. Visual inspection was performed on the de-cased meter and burn marks and signs of fire were observed on the dn3 chip and cpu (central processing unit).customer initially reported only that their adc device did not power on. Extended investigation has also been performed.the freestyle precision neo cannot be charged via usb and can only connect to a personal computer via micro usb for the purposes of data transfer only. The power is supplied to the meter by coin batteries. A damaged dn3 chip shows that overvoltage occurred via the usb port as the meter¿s coin battery does not produce enough power to burn plastic. Extensive damage to the pin area of the meter was observed. A large heat bubble and burn marks were also observed on the cpu. High voltage testing of the usb cord was performed using a known good meter to try and re-create the observed damage. The power supply voltage was increased every 3 minutes until it reached 15.6 v, and similar damage to the cpu was then observed. Sparks were observed during testing and a heat bubble was observed as well. Damage to the cpu and chip indicate that high voltage from a smart charger is the cause of the damage. Therefore the issue is not confirmed to use. The customer (kangbao health) has returned two meters (lamb107s10238 and lamb107s08790) showing the same type of damage in both meters. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported that their adc device did not power on. The product was returned and investigated and burn marks were observed internal to the meter during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) was incorrectly documented in the previous reports and has been updated. Section g-3 (date received by mfg) was incorrectly documented as december 22, 2022 in the initial report. The correct g-3 for the initial report is january 03, 2023.

Event description:
Customer initially reported that their adc device did not power on. The product was returned and investigated and burn marks were observed internal to the meter during the investigation. This MDR is being submitted due to the returned product investigation results. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
Further extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the fs precision neo meter were reviewed and the dhrs showed the fs precision neo meter passed all tests prior to release. No further investigation is required. All pertinent information available to abbott diabetes care has been submitted.